Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Description: this case is to logged to capture the first revision mentioned in (B)(4). Initially the patient received a dps shoulder on an unknown date. The patient underwent a first revision done by dr. (B)(6). The surgeon couldn¿t get the stem out so chose to just replace the head with a cta head. Yes it was a dps product removed and replaced with a cta head. Reason for revision - unknown. The rep believe it had something to do with the ongoing cancer treatment.